Manufacturer narrative:
The conclusions are as follows: two pdf files were provided: data from (B)(6) 2024 to (B)(6) 2025; - data from (B)(6) 2025. Unfortunately, no programmer files were available. The pdf files did not contain all the needed data to perform a longevity study. At the last follow-up the minimum longevity was estimated at 4 months (B)(6) 2025) and the event occurred on 09th october 2025, 2 months before the expected date. Indeed, longevity estimation depends on 2 factors: 1 which is known: programmed parameters .1 which is unknown: pacing rate, physiopathology (fibrillation for example), impedances values etc. According to these data, the longevity can be high or lower without any premature battery depletion suspicion. At reception, the device is not able anymore to communicate. The device¿s expertise did not reveal any abnormality. A reset was identified leading to the device switch in standby mode. This reset occurred due to the battery level which was below the threshold limit. The battery impedance was high (14 kohms at reception). Associated with an interrogation attempt (telemetry or remote monitoring), the needed current was too high, generating this reset. Based on the available data, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, on (B)(6) 2025, a scheduled pacemaker replacement intervention was performed. Immediately prior to the replacement intervention (before incision), telemetry could not be obtained from the kora 250 dr (s/n: (B)(6). At the routine follow-up two months prior, the ECG showed unipolar pacing at a rate of 70 in vvi or ddi mode, with a remaining battery life of 4 months. The patient reported to the physician that rms transmission was not possible. The physician is seeking answers to the following three questions: at the follow-up two months ago, the kora 250 dr (s/n: (B)(6) had a remaining battery life of 4 months. What could be the cause of the premature battery depletion? I was told that even upon reaching eos, the polarity would not change. Why did it switch to unipolar pacing? Does rms significantly consume the battery?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2025, a scheduled pacemaker replacement intervention was performed. Immediately prior to the replacement intervention (before incision), telemetry could not be obtained from the kora 250 dr (s/n: (B)(6). At the routine follow-up two months prior, the ECG showed unipolar pacing at a rate of 70 in vvi or ddi mode, with a remaining battery life of 4 months. The patient reported to the physician that rms transmission was not possible. The physician is seeking answers to the following three questions: at the follow-up two months ago, the kora 250 dr (s/n: (B)(6) had a remaining battery life of 4 months. What could be the cause of the premature battery depletion? I was told that even upon reaching eos, the polarity would not change. Why did it switch to unipolar pacing? Does rms significantly consume the battery?